Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead exhibited increased thresholds. The lead remains in use and no action was taken as the lead will be monitored. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.